Event description:
It was reported that during use of the introducer sheath, it separated, and the patient lost blood requiring a transfusion of 250cc. The separated portion of the sheath was removed percutaneously. There were no further complications.